Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tecnis itec preloaded 1-piece intraocular lens (iol) device had a broken tip when removing form the packaging. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/15/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The plunger component was not observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection via microscopic magnification was performed. No broken tip was observed. The iol was stuck in the lens housing from the pcb00 inserter. The conditions observed during product testing are consistent with a unit that has been handled and prepared for surgical use. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search of the complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.